Manufacturer narrative:
Physio control evaluated the customer's device and verified the reported issue. It was confirmed that the hlc's (hybrid layer capacitor) were depleted. The root cause of the reported failure is determined to be the expired and depleted chargepak.

Event description:
A customer contacted physio control to report that their device would not power on and was showing all three icons (attention, charge-pak and service wrench). There was no patient use associated with the reported event.

Manufacturer narrative:
Due to character limitations, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).

Event description:
A customer contacted physio control to report that their device would not power on and was showing all three icons (attention, charge-pak and service wrench). There was no patient use associated with the reported event.